Event description:
The customer reported that at 50 minutes into a single platelet procedure, they noticed a "big white clump" in the platelet bag. That is when they noticed that the normal saline was spiked instead of the acd-a. The donor received 154ml of saline instead of acd-a during the procedure. They did perform rinseback. This report is being filed due to the potential for injury. The disposable set is not available for return.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A follow-up report will be provided.